Manufacturer narrative:
Customer's complaint was not replicated with in-house testing of retain lot w62906rb. No issues with analye recovery were observed and the product performed as expected. Manufacturing batch records were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer stated a patient was tested at a different institute (hospital (B)(6)) on path fast and yielded an abnormal tni result of 17ng/ml. When the patient was tested at the customers clinic the patient yielded a normal tni on triage cardiac panel of <0.05ng/ml. Customer assures the time difference between the two tests was less than 24 hours. The result obtained from the triage did not influence or alter patient care, the physician administered treatment based on electrocardiogram results, the symptoms and the result of the path fast.